Event description:
It was reported that the patient had a generator explant because the parents said the generator was no longer functioning and the parents wanted it removed. No additional relevant information has been received to date. The explanted device has not been received for analysis.

Event description:
Information was received that the reason that the vns was no longer functioning was that it was not helping with seizures. The device was removed per family request. No additional relevant information has been received to date.